Event description:
It was reported that patient faced an event where infusion set patches failed to stay after application on (B)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-52873 / initial 2 of 4.e1: name: (B)(6).country: switzerland.(B)(6).based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.